Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that his lead pacing impedance had risen and the physician simply kept raising his impedance threshold. The lead is still in use. No patient complications have been reported as a result of this event.